Event description:
A customer contacted beckman coulter inc. (Bci), regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for several patients. Customer tested multiple patient samples for accutni obtained results in the range of 0.68 - 1.83 ng/ml. The erroneous results were reported outside of the laboratory. The original samples were repeated on a different instrument and lower results in the range of "<0.03" - 0.13ng/ml were obtained. Patients were admitted to hospital due to falsely elevated accu tni results. Several were started on medication and underwent stress tests before being discharged.

Manufacturer narrative:
Samples were collected in lithium heparin tubes. Qc data indicates that the customer had issues getting qc to recover within the established range in 2008. But after multiple repeats, it was recovering within the established range. A diagnostic system check was run and failed the washed portion. A field service engineer (fse) was onsite two days later: fse found tubing for a dispense probe crimped and cut. Fse replaced the tubing and cleaned the wash wheel. Fse re-aligned dispense and aspirate probe plates. Fse performed a system check with all portions passing. Although hardware issues addressed by the fse may have contributed to this event. A clear root cause of this event has not been determined to date. A malfunction will be assumed for the purpose of this report.